Event description:
Per the clinic, the patient experienced a performance decrement with device use, however; the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if there are plans to re-implant the patient, as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
This report is filed april 12, 2016.

Manufacturer narrative:
An updated device analysis report has now been attached with additional analysis details. This report is filed april 29, 2016.